Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's mother reported that the self-adhesive of the infusion set does not stick enough and the cannula slips out of skin. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because a used headset was received, and the test of adhesive can only be done on unused samples.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.